Manufacturer narrative:
It was reported that a patient was using a foley catheter for short term purposes and after approximately 2 days of the catheter being in place the balloon on the foley catheter deflated. A new foley was reinserted without further issue reported. 10 companion samples were returned from the customer to the manufacturer for evaluation. The reported issue of deflated foley catheter balloon could not be confirmed through visual, functional or dimensional evaluation of all samples received. All received samples were inflated with 10 ml of water and all catheters performed within specification. No additional information is available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient was using a foley catheter for short term purposes and after approximately 2 days of the catheter being in place the balloon on the foley catheter deflated.